Event description:
Patient undergoing de-clot/thrombectomy of arterial venous fistula. The cleaner device was successfully used to macerate clot at venous level. Immediately following the procedure, symptoms of a stroke noted. Patient diagnosis confirmed. Intervention performed. Cerebral edema; severe compression. Patient expired four days later.